Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device passed the test cut. However, the cutter and roller were replaced, the ratchet assembly was lubricated, and the unit was calibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device was not cutting the skin properly. No adverse event was reported as a result of the event.